Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. The 10mmx3.00mm monorail wolverine coronary cutting balloon was selected for used. During procedure, it was noted that the balloon ruptured upon third inflation at 6atm for 10 seconds. The device was simply pulled out from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. It is not known when the balloon was subjected to positive pressure. There was blood detected in the inflation port which suggests that there is a leak in the device. The returned device was attached to an encore inflation device and subjected to positive pressure, liquid was observed to be leaking from a longitudinal tear approximately 5mm in length in the mid to distal section of the balloon material. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. Multiple kinks were noted on the hypotube shaft, this type of damage is consistent with excessive force being applied to the delivery system. There were no other issues with the shaft or hypotube of the device. A visual and tactile examination identified no issues with the shaft which may have potentially contributed to the complaint incident. No damage or any issues were noted with the polymer extrusion shaft that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands was completed. There was no burrs or uneven edges observed on the markerbands. No damage or any issues were noted with the markerbands that could have contributed to the complaint incident. A visual and microscopic examination observed no damage to the tip or blades. All blades were intact and fully bonded to the balloon surface. No damage or any issues were noted with the blades that could have contributed to the complaint incident. No damage or any issues were noted with the tip that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. The 10mm x 3.00mm monorail wolverine coronary cutting balloon was selected for used. During procedure, it was noted that the balloon ruptured upon third inflation at 6am for 10 seconds. The device was simply pulled out from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.